Event description:
It was reported that the patient had lost quite a bit of weight. That caused the stimulator to stick out and was uncomfortable for her. The physician was not willing to do anything about it at the time, but it was noted that the patient worked with an ¿advocate¿ and went to the doctor and talked with them about fixing the problem and the patient was doing just fine.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n234048, implanted: (B)(6) 2010, product type: accessory. (B)(4).